Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, a 5f 6 side holes (sh) 110cm super torque marker band (mb) pigtail catheter ruptured during endovascular surgery. A lasso was used to extract it. A second pigtail catheter of the same reference and batch was used to finish the procedure and ruptured, requiring the use of a lasso. The intended procedure was reported to be an aortic endoprosthesis. The target lesion was the aorta. The device was not used for a chronic total occlusion (cto). The products were stored, handled, inspected, and prepped according to the instructions for use (IFU). Without the return of the devices or images for analysis, the reported customer event ¿catheter (body/shaft)-separated¿ could not be confirmed for either event. Procedural factors resulting in the elongation and subsequent separation of the catheter may be contributing factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿contraindications: do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The devices were not returned for evaluation.

Manufacturer narrative:
As reported, a 5f 6 side holes (sh) 110cm super torque marker band (mb) pigtail catheter ruptured during endovascular surgery. A lasso was used to extract it. A second pigtail catheter of the same reference and batch was used to finish the procedure and ruptured, requiring the use of a lasso. The intended procedure was reported to be an aortic endoprosthesis. The target lesion was the aorta. The device was not used for a chronic total occlusion (cto). The products were stored, handled, inspected, and prepped according to the instructions for use (IFU). (B)(4) non-sterile and (B)(4) sterile cath mb 5f pig 110cm 6sh catheters were returned for analysis. One non-sterile device and the (B)(4) sterile devices were evaluated under (B)(4) and the second non-sterile device was evaluated under (B)(4). (B)(4) during visual analysis, the device was delivered in a plastic bag where a separated condition was observed on the body of the unit. Both separated segments were received for this analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A high magnification visual analysis was performed along the separation border. During this analysis, plastic deformation such as elongation patterns were observed. The elongation patterns could be related to an excessive tensile strength, which may have led to the separation condition reported. Additionally, scratch marks were observed near the separation border. The scratch marks observed could be attributed to an interaction between the unit¿s surface and sharp edges materials. No further analysis using higher magnification equipment was required as the evidence observed suggests a possible inadequate mechanical interaction with the received unit during handling or procedural factors. The reported events ¿catheter (body/shaft) ¿ separated¿ was confirmed for both non-sterile devices because a separated condition was identified along the unit¿s body. However, this malfunction was not confirmed for the (B)(4) sterile devices because no damages were observed during the evaluation. The exact cause of the separation affecting the non-sterile devices cannot be determined. However, entrapment of the catheter between the endovascular device and the vessel wall may have been the root cause as scratch marks were identified on the catheter body on one of the non-sterile devices. It should be noted that the use of this device is contraindicated in endovascular repair procedures and is documented in the IFU as such. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿contraindications: do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, a 5f 6 side holes (sh) 110cm super torque marker band (mb) pigtail catheter ruptured during endovascular surgery. A lasso was used to extract it. A second pigtail catheter of the same reference and batch was used to finish the procedure and also ruptured, requiring the use of a lasso. The intended procedure was reported to be an aortic endoprosthesis. The target lesion was the aorta. The device was not used for a chronic total occlusion (cto). The products were stored, handled, inspected, and prepped according to the instructions for use (IFU). Two non-sterile cath mb 5f pig 110cm 6sh units were received for analysis. The first unit was analyzed under 04523-1 and the second unit was analyzed under 04523-2. 04523-2 during visual analysis, a separated condition was observed on the body of the unit. Both separated segments were received for analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A high magnification visual analysis was performed along the border of the separation and plastic deformation such as elongation patterns were observed. Additionally, scratch marks were observed near the separation border. No further analysis using higher magnification equipment was required as the observed findings presented evidence of a possible inadequate mechanical interaction with the received unit. The reported ¿catheter (body/shaft) ¿ separated¿ was confirmed for both devices. The elongation patterns suggest an excessive tensile strength was applied to the catheter, which may be attributed to the separation. Additionally, the scratch marks observed on the second returned device may be from an interaction between the catheter and a sharp-edged material. Procedural factors such as entrapment of the catheter between endovascular devices and the vessel wall (as suggested by scratch marks) may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿contraindications: do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f 6 side holes (sh) 110cm super torque marker band (mb) pigtail catheter ruptured during endovascular surgery. A lasso was used to extract it. A second pigtail catheter of the same reference and batch was used to finish the procedure and also ruptured, requiring the use of a lasso. The intended procedure was reported to be an aortic endoprosthesis. The target lesion was the aorta. The device was not used for a chronic total occlusion (cto). The products were stored, handled, inspected, and prepped according to the instructions for use (IFU). Additional details were requested; however have not yet been provided. The devices are expected to be returned for analysis. Report (B)(6) was filed with the competent authority by submitter.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.